Manufacturer narrative:
Manufacturing records were reviewed for the corresponding lot and no relevant issues were identified. The device was confirmed to be damaged during visual inspection. The root cause could not be determined conclusively.

Event description:
It was reported that the inserter prong broke off upon insertion of implant. Patient was not injured.

Event description:
It was reported that the inserter prong broke off upon insertion of implant. Patient was not injured.